Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical rectal cancer under general anesthesia, the device could not be squeezed. The patient was continued to undergo surgery after replacing the other endoscopic cutting stapler and the disposable reload, and the case was completed. There was no patient injury.